Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the reservoir is leaking inside the insulin pump past both the o-rings. Customer stated that there is insulin at the bottom of the reservoir chamber. Customer's blood glucose reading was 221 mg/dl. Nothing further reported.